Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus representative stated the device failed upon initial clinical use and noted it was unclear what the cause was. Both devices would be returned for evaluation. The device was returned to an olympus service center for evaluation and the issue was not confirmed. The unit was fully inspected and tested with the spl-s generator and probe and worked as intended no issues were found during the device inspection. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be determined. Possible situations related to the reported failures are addressed in the device IFU (instructions for use) on page 30 as the following: regarding check probe illumination, possible causes may be " the probe is loose" or "the probe has failed or has a crack." Troubleshooting this problem includes "remove the probe and clean the mating surfaces of the probe and transducer. Reattach probe using the wrench," or " replace probe." (Spl-IFU_an, page 30) for the problem with error indicator illumination, "the transducer may have malfunctioned." Troubleshooting this problem includes "reboot generator by turning power off and then back on. Plug in a second transducer to the generator." (Spl-IFU_an, page 30) the device IFU also states: "do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result." (Spl-IFU_an, page 3)

Event description:
The olympus representative reported on behalf of the customer, during a procedure, the brand new shockpulse lithotripsy transducer did not activate and presented an unknown check probe error message on the display. Another shockpulse lithotripsy transducer probe was used on the same shockpulse unit with no issue. There was a total of two (2) transducers with the same issue. No patient harm reported. This complaint is related to patient identifier (B)(6) .